Manufacturer narrative:
The device was not returned for analysis. However, some pictures was provided from the client that shows a kink in the telescope assembly to confirm the reported issue.

Event description:
It was reported that a cancelled procedure occurred. During a procedure involving an opticross 35 8f imaging catheter, the catheter kinked and an image could not be obtained. The procedure was cancelled because the site did not have another device. No patient complications were reported, however the patient was sedated when the procedure was cancelled.